Manufacturer narrative:
Device evaluated by MFR: a 3.50 x 16mm synergy megatron catheter was returned for analysis. The stent was not returned with the device. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile inspection of the hypotube shaft identified no issues. A shaft polymer extrusion profile identified no issues with the outer / mid-shaft sections or the inner lumen. The stent was discarded as it was in contact with a hepatitis patient. The balloon cones were reviewed and was subjected to positive pressure. A microscopic analysis of the distal tip identified no damages. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. A 3.50 x 16mm synergy megatron drug-eluting stent was advanced for treatment. However, the strut caught calcium and failed to cross the lesion due to angulation. The stent stretched from the lesion, caught in a guiding catheter, and fell off. The stent dislodged from the delivery system outside patient. There were no patient complications reported.